Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were 1/4 of an inch wide. The customer stated they did not rewind the insulin pump with the reservoir in place. Customer's air bubbles were resolved by changing their reservoir and infusion set. The customer also stated there were no leaks on their insulin pump. Customer also reported difficulty removing their plunger. The customer's blood glucose was 110 mg/dl. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.